Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. It is also possible several events occurred in one pt. The pt info provided in section a is the average for all the patients. At this time no add'l info was available, add'l info regarding the patients and events has been requested.

Event description:
Literature: al-zahrani aa, elzayat ea, gajewski jb. Long-term outcome and surgical interventions after sacral neuromodulation implant for lower urinary tract symptoms: 14-year experience at 1 center. The journal of urology. Mar 2011:183(3):981-986. Doi:10.10.1016/j.juro.2010.10.054. Summary: the authors report on their long-term results and re-operations during a 14-year span using sacral neuromodulation. They retrospectively reviewed the tract dysfunction between 1994 and 2008; 96 permanent sacral neuromodulation devices were implanted in 88 females and 8 males for bladder pain syndrome, urgency incontinence and idiopathic urinary retention. There were no infection events. Reported event: several patients had a surgical intervention; the implanted sys was either removed or revised. Sys removal occurred in: 12 patients due to symptom deterioration; 6 were removed due to painful stimulation and 2 were removed due to stimulation radiation dow to the leg. Sys revision occurred in: 24 patients due to symptom deterioration; 5 patients due to painful stimulation; 5 patients due to ipg pain and in 7 patients due to stimulation radiation down to the leg.